Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5 ml 31ga 6 mm 10bag 500cs experienced product damage with the device still considered operable, and inability/difficulty aspirating. The product defects were noted during use. The following information was provided by the initial reporter: material no: 324911. Batch no: unknown. Event description: spouse of consumer reported thumb press broken from plunger rod when attempting to draw insulin. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10bag 500cs experienced product damage with the device still considered operable, and inability/difficulty aspirating. The product defects were noted during use. The following information was provided by the initial reporter: material no: 324911, batch no: unknown. Event description: spouse of consumer reported thumb press broken from plunger rod when attempting to draw insulin. Consumer does not re-use.